Event description:
Caller reported a malfunction occurred on the pump without any notable events prior. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support arranged for a replacement pump with updated software to be sent to the customer. Instructions for storage mode and returning the malfunctioning pump were provided and acknowledged by the caller, along with information on available training in their tandem source account.